Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal event is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient consulted to emergency service due to pain on peg area on (B)(6) 2019. Patient was hospitalized due to suspicion of intestinal injury. Diagnosis and treatment is not known. On (B)(6) 2019, the patient's duodopa treatment was started again and the patient was discharged from the hospital.